Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the buttons was harder to respond. The customer blood glucose level was unknown. Customer also stated that insulin pump rejects new batteries and backlight was dimmer also pump makes a loud grinding noise when rewinding. The device will not be returned for analysis.